Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving saline of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that on an unknown date, the patient's records read that the patient had a malfunctioning device. The hcp said that the pump had been failing. It was reviewed that the patient's device registration showed that the pump was implanted in 2004 and would no longer be functional. The patient's pain had increased with activity such as standing. The patient's pain had decreased with medication. The hcp was requesting the status of the pump and asked to have a manufacturer's representative come check on the status of the pump. On (B)(6) 2017 was the patient's first visit to the hcp's facility. The patient stopped seeing their previous provider because the patient did not like the patients office practices.